Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced low flow alarms, speed drops and pump stoppages intermittently with movement. There were four episodes of the rpms dropping with subsequent high powers and high pi readings. During one of the episodes, the pt felt dizzy when the pump speed dropped. The alarms occurred while the pt was connected to the pt cable. The pt had not been on battery power. The pt was also off anticoagulation for gi bleeding, and was readmitted a week prior to the event for an exploratory lap due to a small bowel obstruction. It was also reported that a portion of the external driveline was taped. It was suspected that there was either an internal or external compromise to the percutaneous lead, so the pt was placed on battery power. The physician also placed the pt back on anticoagulation because of the low flows and pump stoppages. The distal end of the percutaneous lead was replaced and the pt is being monitored.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.